Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface (gib) pcb and f1 fuse were evaluated and replaced. The ethernet cable was also reseated at the rtos cpu assembly. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and failed to boot. No patient serious injury or death was reported related to this event.